Event description:
Rayner intraocular lenses limited were notified of an incident that occurred whilst using the single use soft tipped disposable r-inj-04 injector by (B)(6). Rayner intraocular lenses limited has been informed that the plunger 'buckled' during use and would not push the lens down.

Manufacturer narrative:
This event has been allocated the reference (B)(4) in our records. The healthcare facility has confirmed that the pt was not injured as a result of this event and that a new iol was used and implanted in the same surgery session w/o further complication. The r-inj-04 injector was returned to rayner for analysis. The damaged plunger was removed and a new plunger assembled into the barrel. On superflex 620h +21.0d intraocular lens was injected successfully using the rayner IFU with no damage to the lens or injector. The failure mode reported by the sussex eye hospital could not be replicated by our complaint investigator. A review of production records for this batch confirms that all mfg and quality checks were satisfactory and that the r-inj-04 injectors released from batch b164 were all within specification. Complaints since (B)(4) 2011, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been rec'd against the r-inj-04 injector batch b164. The r-inj-04 injector associated with this report was supplied in a system pack with a rayner c-flex aspheric 970c intraocular lens. The r-inj-04 injector is available in the united states of america however, it is supplied as a stand alone product. Conclusion: it was impossible to ascertain the cause of the original complaint but the complaint was confirmed. Damage to lens was consistent with haptic being trapped between flaps during loading procedure, but this was impossible to verify. Re-test of injector was successful.